Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached near the lap joint section. Impedance testing showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that an imaging issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter had no image. There were no patient complications reported. However, returned device analysis revealed the imaging window was detached near the lap joint section.